Event description:
It was reported that occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, no further information was obtained.